Manufacturer narrative:
Date of report : 20jun2019, date rec¿d by MFR :11feb2019. The data acquisition printed circuit board assembly (daq) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the daq revealed no anomalies. The daq was installed into the fi test ventilator to verify & test its functional integrity. From testing, it was determined that the test ventilator utilized with the returned daq passed all testing, and no errors were generated. The reported complaint of the failed machine pressure accuracy test was not duplicated, no fault was found on the returned daq . Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 10jan2019. International UDI: (B)(4). The manufacturer¿s international service technician confirmed the reported pressure issue. The manufacturer¿s international service technician replaced the data acquisition (da) printed circuit board assembly (pcba) to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the device failed the pressure accuracy test (pvt test 4) at the 1cmh2o setting. There was no patient involvement. The event date was not specified; estimate used.